Event description:
It was reported that the device was explanted after an implant duration of zero days, due to sizing issues. It was additionally reported that a second device, model #6900ptfx, was explanted. Refer to MFR #6000002-2008-09406. Information learned per response from the health care provider.

Manufacturer narrative:
Device not returned.